Event description:
It was reported that there was a pin hole in an intravia empty container causing a leak. This was observed prior to use. The reporter stated that the leak occurred on the face of the bag and not around the port or seam. There was no patient involvement. Additional information was requested and is not available. Report two of two.

Manufacturer narrative:
(B)(4).evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental MDR will be submitted.